Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: it was determined the battery was actually at eos (end of service) and the battery was replaced. No symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it stated that the rep "would imagine" that the ins reached eos due to normal battery depletion as it lasted almost 7 years. Patient's weight was unknown. There were no further complications reported.

Manufacturer narrative:
Date of event was reported as unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative reported that a power-on-reset(por) message was seen on the programmer of the implantable neurostimulator (ins) system. No additional information was reported.